Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customer reported issue was able to be confirmed through pump power on. The cause of beeping was a faulty dso sensor. This was replaced to correct the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device indicated error and beeped. This occurred prior to use with a patient, there was no patient harm. Further investigation found that there was a faulty downstream occlusion (dso) sensor.